Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that "the waveforms appear in two levels when the ECG is obtained using the paddle with the gated cardio version on the xl+." There was no patient involvement.